Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the 180 series scope error/image issue could not be determined, however, the issue was likely due to a malfunction patient circuit board set. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, there was an error code e214 internal buffer and was unable to capture images. The reported issue was observed during an unspecified procedure. The device was returned for evaluation. During the device evaluation, it was observed that there was no image displayed with 180 series scopes. This report is being submitted for the event found during evaluation. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. It was observed that no image was displayed with 180 series scopes due to faulty patient board set. Three attempts were made to obtain additional information regarding the reported event, but no response was received from the customer. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.